Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device check. It was discovered that the atrial lead became dislodged. Imaging was ordered to confirm. No electrical issues were noted with the lead. The lead was revised on (B)(6) 2019. The patient was in stable condition post revision.